Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found pressure needs to be put on the head connection to interrogate non-wireless using a known good rf (radio frequency) head; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).